Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the rear wheel bearings needs to be replaced. The wheel will not spin.